Manufacturer narrative:
A review of the manufacturing documentation associated with this lot 17620007 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted upon receipt.

Event description:
As reported a saber rx 6mm 20cm 155 was delivered to the lesion and inflated as a pre-dilatation. However the saber rx 6mm 20cm 155 ruptured around its nominal pressure during its third inflation. The smart stent was implanted, and a new balloon catheter inflated as a post dilatation. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and the rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.

Manufacturer narrative:
As reported a 6x200mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion for pre-dilatation; however, the saberrx ruptured around its nominal pressure during the third inflation. The smart stent was implanted, and a new balloon catheter was inflated for post-dilatation. The procedure was finished successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and the rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17620007 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported events as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported a saber rx 6mm 20cm 155 was delivered to the lesion and inflated as a pre-dilatation. However the saber rx 6mm 20cm 155 ruptured around its nominal pressure during its third inflation. The smart stent was implanted, and a new balloon catheter inflated as a post dilatation. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. Product will not be returned for analysis as it was discarded. The target lesion was the superficial femoral artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and the rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.